Event description:
It was reported that, during pre-use check, a 'no disposable, pump won't run' alarm went off. The pump was used together with a cassette. No patient injury reported.

Manufacturer narrative:
The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: three photos were returned to manufacturing that were visually inspected. One device sample was returned to manufacturing that was visually and functionally inspected. No damages, kinks, or voids were found that could have caused the failure mode reported. The customer reported failure was not confirmed during the investigation as the returned sample demonstrated no discrepancies during the functional tests performed. Root cause of the reported event is unknown since the reported failure mode was not confirmed for the sample received for evaluation. No actions were taken as the reported failure mode was not confirmed, no fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.